Manufacturer narrative:
Additional information: section a.1, a.2 & a.3. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.1, d.4, d.6b, d.6a, h.4, h.6, h.10. Correction information: section e.1, e.2 & e3. Advanced bionics considers the investigation into this reportable event as closed. The recipient has been activated and is doing well. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's activation reportedly went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
On (B)(6) 2026, the recipient reportedly presented at the emergency room with minor leakage from the nose. The surgeon stated leakage can be expected. The leakage has reportedly resolved. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.